Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective q701 component on the computer/analog board. The root cause for the defective q701 component could not be positively identified. Additionally, as received, the monitor was displaying a service code 102. The cause for the failure was isolated to a damaged c19 capacitor on the defibrilltor pca. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms.